Event description:
External quality assurance sample gave result of 3.6 ng/ml for ck-mb. The all laboratory trimmed mean value for this known sample was 1.7 ng/ml. If add'l information is received, appropriate notification will be provided.